Event description:
The customer stated when they removed the reservoir from their pump they noticed the insulin was leaking from the reservoir. Advised the customer to lube the barrel of the reservoir.